Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was unable to confirm excessive no delivery alarms due to prime anomaly. The pump passed self-test, error test, and passed all operating currents tested with in the spec range and passed off no power test. The pump was monitored and tested with no low battery alert noted. The pump was received with broken reservoir tube lip, cracked case near display window corners, and severely scratched display window.

Event description:
The customer reported via phone call of motor error alarm, excessive no delivery alarms and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a motor error and no delivery and did not receive any insulin. The customer stated that the battery used to last 3 weeks and now it lasted 5 to 6 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not wish to troubleshoot for low battery since the pump was being replaced. The customer will be sent a replacement pump. The customer will return the pump for analysis.